Event description:
It was reported that the spike of the transfer set was found to be broken during connection by clean flash. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was returned to baxter and an evaluation was completed. Upon visual inspection of the device, it was noted that there was a broken spike. A leak test, clear passage test, and clamp function test were performed with no issues noted. The reported problem was identified but the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.